Event description:
Stapler used to cut appendix from cecum and stapler misfired. Md got stapler to close but it opened and the reload shot forward from the mouth of the stapler about 1 inch. Md removed the reload from the abdomen and finished the case with a new stapler. (B) (4).

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time. Additional (B) (4). (B) (6). (B) (4). The reporter does want their identity disclosed.